Event description:
It was reported that the patient presented in clinic after receiving a vibratory notification for non-sustained rv oversensing. A chest x-ray yielded normal results. The device was reprogrammed and remains implanted. No further episodes have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.